Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) dialed in and found drawer 4.2 off the bus. Worked with customer to power cycle the station, but the issue persisted. Arrived on site and observed ds204 led off. Reseated the row board cable at the drawer controller and all rows, successfully recovering the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and all pockets were inaccessible. The station was rebooted; however, the failed hardware icon remained on the screen. When attempting to recover the drawer, an error message stating "require maintenance, please contact technical support" was displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.